Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Where is the device fragment located/in what structure? What size of the needle (in cm) was retained in the patient? What was the date of re-operation for needle piece removal? The patient demographic info: age, weight, bmi at the time of index procedure what is the patient¿s current status?

Event description:
It was reported that a patient underwent a foot surgery on (B)(6) 2019 and suture was used. During use, the physician was suturing and the needle broke off in the patient. The patient was sent to the hospital to have the needle removed and the suture was then closed. Additional information was requested.